Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one burst of anti-tachycardia pacing (atp) as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Stored data indicates there was oversensing of noisy signals for its right ventricular (rv) lead. At a later date, the crt-d was explanted due to a non-product experience and the rv lead was explanted due to a product performance issue. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one burst of anti-tachycardia pacing (atp) as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Stored data indicates there was oversensing of noisy signals for its right ventricular (rv) lead. At a later date, the crt-d was explanted due to a non-product experience and the rv lead was explanted due to a product performance issue. A new system was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the rv lead was explanted due to oversensing of noisy signals, with a potential insulation breach suspected as in addition to the reported noise, it had a decrease in impedance measurements. The crt-d had normal function and was explanted at the physician discretion to implant a new generator with a new battery. No additional adverse patient effects were reported.